Event description:
It was reported that a device kink occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the fxd curve was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was too proximal. The physician decided to downsize to a 27mm wds. This closure device was deployed but was not positioned properly in the laa. The physician exchanged the fxd curve was for a new watchman trusteer access system. The physician positioned the new trusteer was in the laa and inserted a new 27mm wds. The wds could not advance fully through the trusteer was. X-ray imaging showed that the trusteer was had become kinked. The physician removed this device from the patient. A new transseptal puncture was performed and a second trusteer was inserted into the patient. While attempting to position the second trusteer was in the laa of the patient, it also became kinked. The physician ended the procedure due to the difficulty of the patient's anatomy and concern that it would not allow for laa closure. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device evaluation by MFR.: the returned device consisted of a watchman trusteer access system without the dilator, and blood in the device. Inspection of the device found a kink in the sheath 10.5cm proximal of the tip. There was no damage or defect identified under the microscope. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that a device kink occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the fxd curve was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was too proximal. The physician decided to downsize to a 27mm wds. This closure device was deployed but was not positioned properly in the laa. The physician exchanged the fxd curve was for a new watchman trusteer access system. The physician positioned the new trusteer was in the laa and inserted a new 27mm wds. The wds could not advance fully through the trusteer was. X-ray imaging showed that the trusteer was had become kinked. The physician removed this device from the patient. A new transseptal puncture was performed and a second trusteer was inserted into the patient. While attempting to position the second trusteer was in the laa of the patient, it also became kinked. The physician ended the procedure due to the difficulty of the patient's anatomy and concern that it would not allow for laa closure. The patient did not experience any complications as a result of this event.